Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the first picture did not identify any abnormalities as only the label of the dialyzer was visible. Visual inspection of the second and third pictures show the product wet; however, the pictures did not identify any abnormalities. The reported condition was not verified. The cause for the condition could not be determined; however, the most likely cause is a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with three units of water leakage was observed, and an alarm was not generated. There was no patient injury or medical intervention associated with this event. No additional information is available.